Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent problem can be ruled out as controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The initial sample value was not reported outside of the laboratory. The sample initially resulted in a troponin t value of 27.8 ng/l. The sample was repeated twice, resulting in troponin t values of 5.5 ng/l and 6.6 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6) . Calibration and controls were acceptable. The investigation is ongoing.